Event description:
From a postmarket clinical study, it was reported that endoscopy revealed two large pieces of a fractured feeding tube in the stomach. Both fractured pieces of the tube were removed.